Manufacturer narrative:
Per tandem¿s pump user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Customer added between 200-250 units of additional insulin into the cartridge resulting in the cartridge leaking. Additionally, it was reported that an inaccurate fill estimate was received. Tandem technical support (cts) advised the customer against overfilling cartridges. Customer¿s blood glucose (bg) level was 40-121 m/dl. Cause of low bg was alleged to have been due to the pump suspending insulin deliveries; cts attempted to obtain clarification but customer declined to provide additional information regarding allegation. Carbohydrates were consumed to address bg. The same cartridge was reloaded resolving the fill estimate issue.